Event description:
The customer contact reported backflow. The primary tubing set was being used to deliver 500 ml of 5% dextrose in water, at an unspecified rate, via a symbiq pump. At an unspecified time, the option-lok male adapter of a secondary tubing set was connected to the proximal clave y-site of the primary tubing set for a piggyback delivery of doxil 38 mg/269 ml, at a rate of 276 ml/hr. The customer contact reported that the medication was red in color. The primary solution container was hung lower than the secondary solution container. It was reported that after the piggyback delivery was started, the nurse noted backflow of red solution into the primary tubing set. The customer contact reported that the tubing of the primary line was clamped to stop the back flow of red solution and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A presentative device from an unspecified lot is expected to be returned for investigation. It has not yet been received. This report represents all the information know by the reporter upon query by hospira personnel.